Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer states the device is beeping with a red x while in storage. There was no pt involvement.